Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure after the helix was deployed, high pacing impedance was observed on the atrial lead. Fluoroscopy determined that the helix had been retracted. Attempts to reposition the lead were made, but the helix could not redeploy. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.